Event description:
It was reported that, "the surgeon went to use the pin driver and the pin driver and hudson adapter was not aligned correctly. The pin adapter wasn't straight it was kind of making circles."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.